Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing error logs. Fse was not able to reproduce the error when rack rotation test and sample runs were performed. Fse cleaned runways, removed debris, ran rack rotation for 20 minutes without error. Fse validated instrument by performing quality control run without errors and result was within acceptable range. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: sample loader x2-axis home overrun. Cause: the home sensor activated improperly after movement of the sample loader x2-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to obstruction in sample loader due to dirty runway.

Event description:
A customer reported getting error message "4303 sample loader x2-axis home overrun" on the aia-2000 instrument. Customer stated that first rack goes through the sample loader okay, but following racks stops. Prior to calling technical support specialist (tss), the customer performed an all set home. Tss instructed the customer to clean the footers, attempt another all set home from maintenance, then power off and on the instrument. Subsequent attempts were made to continue processing runs, but error persisted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.